Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible result was obtained using vitros sodium (na+) slide lot 4263-1143-6464 when testing a single non-patient vitros performance verifier (pv) quality control fluid on a vitros 250 chemistry system. The result was higher than expected compared the range of means midpoint for the vitros pv fluid. The assignable cause of the event was an instrument related performance issue. A diagnostic within-run precision test used to assess the performance of the vitros 250 chemistry system was unacceptable, indicating the vitros 250 chemistry system was not performing as intended. An ortho field engineer (fe) discovered accumulated dirt under the electrometer and the incubator evaporation caps were also dirty. The ortho fe cleaned the electrometer and the evaporation caps and performed adjustments to the erf pump. Once the service actions were completed, a post-service vitros na+ within-run precision test was acceptable, indicating the vitros 250 chemistry system was performing as intended after service. Historic quality control review indicates vitros na+ slide lot 4263-1143-6464 was performing as intended and did not likely contribute to the event. Continual tracking and trending did not indicate a systemic performance issue with vitros na+ slide lot 4263-1143-6464.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected, non-reproducible result was obtained using vitros sodium (na+) slide lot 4263-1143-6464 when testing a single non-patient vitros performance verifier (pv) quality control fluid on a vitros 250 chemistry system. The result was higher than expected compared the range of means midpoint for the vitros pv fluid. Vitros pv I, lot t1396 vitros na+ result of 139 mmol/l vs. The expected result of 116.6 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros na+ result was not reported outside of the laboratory and there was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).